Manufacturer narrative:
Follow-up # 2 ¿ (07/23/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 7/16/2013 and 7/18/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan canada, alleging inaccurate high results. The reporter claimed obtaining blood glucose readings of "12.9 mmol/l" with the subject meter and "6.8 mmol/l" on another device (freestyle meter), performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/07/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 5/20/2013 with the following finding: the test strip were evaluated and the primary complaint was not confirmed; however, a secondary issue was observed that more test strips existed in the vial than the 50 test strips expected.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.